Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) connected the stepper motor to a lab-use only (luo) electronic patient gas system (epgs) which was connected to a system-1 (aps1) simulator. The motor¿s shaft rotated normally clockwise and counter-clockwise as flow was increased and decreased using the central control monitor (ccm) slider controls. The pst checked voltages from the motor¿s encoder while the motor was rotating and all were present and were the same as voltages, 0-5 volts, taken from a stepper motor installed in a luo epgs. Nothing observed that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the step motor. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing (during phase 3 testing) of the device at the service center, the step motor on the electronic patient gas system (epgs) failed flow set point with flow motor fully counter clockwise. There was no patient involvement.